Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of unable to place or position was most likely use issue related since the due to placement of graft on the aorta, md was unable to effectively position impella. The cause of the injury was most likely use issue related since in attempts to reposition, lv perforation was noted by md.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative an impella 5.5 was inserted via direct aortic access in a 75 year-old female undergoing elective cardiac surgery for coronary artery bypass grafting and aortic valve intervention. The patient had a known history of coronary artery disease and was receiving vasopressors and mechanical ventilation for respiratory support. Cardiogenic shock was classified as scai stage d. The impella 5.5 was placed to provide mechanical circulatory support in the perioperative setting during complex cardiothoracic surgery. During placement, the device was visualized under transesophageal echocardiography and was noted to be positioned deep within the left ventricle. Repositioning was recommended, and attempts were made by the cardiothoracic surgeon to adjust device position. During repositioning attempts, left ventricular perforation was identified. The reported events included cardiac perforation, medical device removal, surgical intervention, and inability to achieve optimal device positioning related to patient-device interaction. Due to the patient¿s anatomy and the presence of a graft on the aorta, effective positioning of the impella device could not be achieved, and the physician elected to remove the device. The patient was undergoing complex cardiothoracic surgery involving coronary artery bypass grafting and aortic valve intervention and required advanced hemodynamic management in the setting of significant cardiovascular disease. Cardiac perforation is a known procedural risk associated with intracardiac catheter manipulation, particularly during device positioning and repositioning within the left ventricle in patients undergoing complex surgical procedures. The patient survived. The device was discarded.